Event description:
It was reported the patient had their system explanted due to an infection. The patient was implanted with a new device after the infection resolved.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0lcyw, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0lcyw, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).